Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was no longer waterproof and had taken water in. Caller also stated that the device was no longer functioning. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also moisture damage was noted on the motor during visual inspection. Unable to perform the operating current, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test due to the blank display. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.